Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). Follow-ups were performed to obtain additional information; however, the requested information is currently pending as of the date of this report. Additional follow-up will be conducted to obtain additional information. The reported device is being returned by the distributor. Once the device is evaluated or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant lost osseointegration. The implant was extracted 3.5 months after it was placed into tooth # 4. The implant site had type 2 bone quality. The patient has history of periodontal disease. There was no abnormality with the implant. There was no injury to the patient. This is the 1st of 2 reported implants on the same patient. Please reference 3011649314-2018-00063 ((B)(4)) for the 2nd complaint.

Manufacturer narrative:
Update was made- patient's age/dob and weight were provided. Correction was made- UDI information was added. The device was returned and evaluated. A visual inspection was performed and found no deviations. The critical parameters were measured and found no deviations or non-conformity. DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The investigation found no abnormality, defect, nor non-conformity with the returned implant. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site, due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. The incident, "failure to osseointegrate", is a known common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. With a history of periodontal disease, the patient may have altered oral flora or difficulty with maintaining oral hygiene, which may encourage perimucositis and peri-implantitis leading to failure of the osseointegration. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." At this time, the reported issue will be tracked and trended.